Manufacturer narrative:
This is a final report. An investigation of the reported complaint was conducted. However, the root cause could not be determined. According to the description provided by the complainant, it is not technically possible for the horizontal arm to have fallen off the column without manipulation. Based on the physical marks/traces on the device, it is likely that the reported issue was caused by improper handling of the device. Based on the attempts to simulate the reported incident, the result of the investigation and the review of the complaint statistic with no similar case, the complaint is considered an isolated event with no indication of a design or manufacturing problem. We conclude that the incident was caused by abnormal usage and is due to user not following the instructions. As a precaution, the affected horizontal arm was replaced with a new one. A new IFU (instructions for use) was provided to the customer.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that a m320 f12 microscope fell apart when the surgeon was moving the microscope arm to view in the patient's ear. The surgeon was able to catch the microscope arm. There was no patient injury.